Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 30ga 1/2in uf 10bag 500cs experienced cannula breakage during use. The following information was provided by the customer: verbatim: ¿consumer reported needle stuck in vile. Stated when she went to draw her insulin, she could not draw because the needle detached and remained in the vile. Not the hub, just needle. No injury. Sample available. Lot: 8169612, expiration date: 2023-06-30, item: 328411. Occurrence date unknown.¿ complaint summary detail: this complaint is MDR reportable. The incident could have potential to cause harm, possible surgical intervention to remove the needle.

Event description:
It was reported that the syringe 1.0ml 30ga 1/2in uf 10bag 500cs experienced cannula breakage during use. The following information was provided by the customer: verbatim: ¿consumer reported needle stuck in vile. Stated when she went to draw her insulin, she could not draw because the needle disattached and remained in the vile. Not the hub, just needle. No injury. Sample available. Lot:8169612, expiration date: 2023-06-30, item: 328411. Occurrence date unknown.¿ complaint summary detail: this complaint is MDR reportable. The incident could have potential to cause harm, possible surgical intervention to remove the needle.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8169612. All inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.